Manufacturer narrative:
The returned device was evaluated. During testing the display was observed to be both dim and to have slight flickering which makes the display appear pixilated. It was determined the failed lcd module caused the customer's radical-7 to have a dim display that was hard to read and appeared pixilated. The lcd module was replaced and the unit functioned as designed a service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
Customer states that this device has a bad lcd display, as it is very pixilated, and hard to read. No patient incident or consequences reported.